Event description:
The hcp reported that the pt was experiencing loss of efficacy and a volume discrepancy was noted. At refill, the hcp was expecting 2 mls; actual reservoir volume was 10 mls. A study was attempted, but they were unable to aspirate the catheter or bolus dye through the cap. Another study was performed and was negative. The patient is experiencing poor pain control and is being supplemented with oral oxycontin. The pump contains morphine and bupivicaine. CT scan and MRI were performed with no abnormal findings. A second study will be performed. A follow-up report will be sent if additional information becomes available.